Manufacturer narrative:
The implicated sample was not returned to date for evaluation. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A clinic manager from a user facility reported of a leak in the dialysis lines from inside the blood pump while dialyzing with the fresenius 2008k2 hemodialysis machine. Additional follow-up revealed the blood leak occurred three hours into treatment. The blood leak was visually observed and there was no defect/damage observed to the combi set or its packaging. The nurse, clinic manager and biomed tech examined the lines and a hole was not observed.the biomed examined the machine and disinfected it and the machine was placed back in service with no issues. The blood came out from around the blood pump and leaked down the front of the machine. The patient was reportedly "fine," and a stat hemoglobin was drawn and cleared. The sample was available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager from a user facility reported of a leak in the dialysis lines from inside the blood pump while dialyzing with the fresenius 2008k2 hemodialysis machine. Additional follow-up revealed the blood leak occurred three hours into treatment. The blood leak was visually observed and there was no defect/damage observed to the combi set or its packaging. The nurse, clinic manager and biomed tech examined the lines and a hole was not observed.the biomed examined the machine and disinfected it and the machine was placed back in service with no issues. The blood came out from around the blood pump and leaked down the front of the machine. The patient was reportedly "fine," and a stat hemoglobin was drawn and cleared. The sample was available for evaluation.